Event description:
It was reported " after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). No serial number was reported. The serial number on the returned sample is ly40559. The lot number for the returned sample (18f24l0035). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the peel-away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted kinked at ap-proximately 18.3cm and 20.3cm from the distal tip. Dried blood was noted on the exterior surfac-es of the returned sample. No blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vac-uum was pulled on the one-way valve, and it held for at least 1 minute according to quality sys-tem document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was connected to an iabp using a lab inventory 40cc I nflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 18.3cm and 20.3cm from the distal tip; which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon cannot inflate completely" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No fur-ther action is required at this time.